Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. Per the information received the site will continue to monitor the patient to determine what the patient's goal pressures should be. This reported event was investigated for possible inaccurate reading. Based on a backend log analysis, it was confirmed that the sensor was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 36.40 mhz and 36.67 mhz during the review of the applicable reading(s). A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed.

Event description:
It was reported that the patient was hospitalized due to syncope, hypotension and an acute kidney injury. It was reported that the site determined the patient's cardiomems goal pressure was was set too low. It is believed the patient took too much diuretic. The patient was treated with fluids and has been discharged.